Manufacturer narrative:
The field complaint of the device found in backup mode was confirmed. The device was returned due to being in backup mode. The device image indicated that reset error had occurred and caused the device to revert to backup mode. Product code was downloaded, and analysis was performed. Backup operation was reproduced at cold temperature, which is consistent with integrated chip cold temperature sensitivity anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Prior to implant procedure, the device was interrogated while still in packaging and found to be in back-up mode. The device was not selected for implant. The patient was stable with no consequences.